Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated multiple low impedance values. Reprogramming was unable to resolve the issue. As such, surgical intervention was undertaken wherein the leads were replaced and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.